Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (improper component placement), and renal (e.g., artery occlusion). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent CABG (coronary artery bypass grafting). On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. It was reported the proximal neck was tortuous. When the physician deployed an aortic extender component pla320400j/13801095 device just distal to the right renal artery to reline the proximal wall apposition of the rlt311417j device, he unintentionally covered the right renal artery partially with the pla320400j device. Reportedly the device unintentionally moved during deployment. There was no obstruction to the left renal artery due to poor wall apposition of the devices around the left renal artery. There was blood flow into the right renal artery, but the physician preventively implanted a bare metal stent express sd 6mm x 18mm into the right renal artery. The patient tolerated the procedure.